Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 486 mg/dl at the time of incident. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will be returned device for analysis.

Manufacturer narrative:
Pump passed the displacement test. Pump received with stripped battery cap(p)coin slot and broken battery cap noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.